Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shuts down during therapy (medication, dose, programmed amount and delivery rate unknown). The primary infusion was in progress; when the nurse programed the secondary infusion and went to start the secondary infusion, the pump shut down completely. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 101 alarm which were verified through a review of the event history log but not reproduced during evaluation. The cause was determined to be a failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'shutdown during therapy' was not verified. Evaluation revealed alternating current (a/c) power cord and battery were working and the customer reported issue could not be reproduced. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.